Event description:
It was reported that this right ventricular lead was an attempted implant as the helix got deformed as a result of multiple repositioning attempts. An impedance drop was noted. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.